Event description:
The advocate stated that the customer tested his blood glucose and received a reading of 453 mg/dl using his contour meter. Sometime later, paramedics were called and they tested the customer's glucose at 30 mg/dl using their meter. The advocate did not mention treatment, but most likely the customer was treated with glucose. No other information was provided regarding the event. When customer service gathered reagent information, it was discovered the customer had been using expired test strips. Replacement test strips were sent to the customer. No product will be returned for evaluation.